Manufacturer narrative:
Pump passed the rewind test. Unit failed on the prime/seating test. Unable to perform the basic occlusion test, occlusion test, force sensor test and displacement test due to unable to prime. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Prime/fill anomaly/drive/motor anomaly was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported their pump was not rewinding during the priming process and also experienced high blood glucose (bg). The customer reported blood glucose value of 335 mg/dl. The event involved product(s) unomedical, mmt-1884, unk_reservoir, unk_sensor. During troubleshooting, it was confirmed that insulin was not squirting out or dripping after the motor stopped, and the customer was unable to exit the ¿load reservoir¿ or ¿preparing to prime¿ loop. The customer did not receive a ¿complete¿ status with ¿next¿ highlighted on the screen. The customer declined further troubleshooting. No further customer complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Unomedical, unk_reservoir, unk_sensor product replacement or return is not required for other supplies. Mmt-1884 was expected to return.